Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 38 to 42 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump gave them 110 units of insulin that was not programmed. Troubleshooting was not completed and the customer stated the pump over delivered. The customer reported a broken belt clip. The insulin pump will be returned for analysis.